Manufacturer narrative:
The used device with the lens was returned in the blister tray inside the carton. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly upon return. Viscoelastic was dried in the device. The plunger was advanced to mid-nozzle. The plunger has overrode the lens. The lens was located at mid-nozzle. The leading haptic was folded back into the optic fold. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. A plunger override was observed. The root cause cannot be determined for the reported complaint. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy intern reported with a description of the injector has been incorrectly positioned and placed on top of the intraocular lens (iol). Additional information has been requested.